Manufacturer narrative:
D1, d2a, g4 d1, d2a, g4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Reportedly, there was no adverse impact to the customer¿s blood glucose level.